Event description:
Swelling after the injections [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 from a physician assistant via other non health care professional regarding a patient (demographics not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided) into an unspecified location. The lot number for synvisc was not provided. It was reported that the patient experienced swelling after the injections. On an unspecified date, the patient received treatment with cortisone for the event of swelling and everything calmed down after that. The action taken with synvisc treatment was not provided. The outcome of the event was not provided. Concomitant medications were not provided. The intensity of the event was not provided. The reporting physician assistant did not provide the causal relationship between synvisc and the event.

Manufacturer narrative:
MFR's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.